Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion. The battery drained quicker than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in an integrated circuit. The reported battery depletion was due to high current drain caused by a leaky xt122 tantalum capacitor (c1), which is the battery filter capacitor on the hybrid. Correction. If information is provided in the future, a supplemental report will be issued.